Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that an empty cartridge alarm occurred. Reportedly, the cartridge was reloaded and insulin delivery was resumed. There was no reported impact to customer¿s blood glucose. The customer continued to use the pump for insulin therapy.